Event description:
Clinical narrative: a 45-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical state consistent with scai shock stage d) was supported with an impella cp implanted via the right femoral artery. Patient comorbidities are not provided. While on support, the device functioned as intended at p-2 at 2.1 liter/minute with d5w sodium bicarbonate in the purge solution. During support, the patient developed dark red urine and laboratory specimens demonstrated hemolysis, resulting in a diagnosis of hemolysis. The pump had initially been reported in good position; however, after the onset of hemolysis, pump position was evaluated using echocardiography and confirmed. The impella was repositioned by the physician, but the hemolysis did not resolve. The patient was noted to have a small left ventricle, which may have contributed to the clinical situation. The device remained in use and was not removed due to the reported event. At the time of reporting, the patient remained in critical condition and survived while continuing on support. Hemolysis is a known risk associated with impella use and as described in the instructions for use and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions. Hemolysis is a known risk associated with impella use and as described in the instructions for use and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.